Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was reproduced. System error 105 was confirmed through review of the event history log and caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Manufacturer report number 1314492-2016-00544 submitted on 02-01-2016 was submitted as a duplicate of manufacturer report number 1314492-2016-00389 submitted on 01-20-2016. Manufacturer report number 1314492-2016-00544 is a duplicate report and can be removed from the FDA database.